Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following the patient's perm implant procedure, the patient became weak and lost mobility of her left leg. As a result, the patient went to the hospital.

Event description:
Follow up revealed that the patient's scs system was explanted on an unknown date, and the patient has fully recovered from motor function loss and weakness.